Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was continued after user stepped on the wired footswitch again. The philips field service engineer (fse) inspected the system onsite and identified that the footswitch was dusty and corroded outside. The philips engineer replaced wired footswitch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch was not exposed intermittently. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.